Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient had called in reporting that after undergoing a pulsed field ablation (pfa) and watchman procedure simultaneously, the patient developed atrial flutter. An EKG confirmed the atrial flutter, and the patient is scheduled for another procedure around may 30. While the initial procedure helped with the afib, the patient is now experiencing atrial flutter.